Manufacturer narrative:
No further info is available at this time. Will provide follow ups if info becomes available.

Event description:
A (B)(6) female patient broke the strap midway between the limb holder that goes on the patient and the location where it was secured to the bed. Adult male was able to tear the strap/compromise the stitching of the strap to the foam limb holder. Strap separated from the foam limb holder.